Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had a cgm accuracy issue 7 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient started vomiting and was diaphoretic. The cgm was reading between 140-160 mg/dl. No bg meter comparison value was taken. Since the cgm was providing normal readings, no treatment was provided. The following day, on (B)(6) 2024, the patient continued with the same symptoms of nausea, vomiting and diaphoretic. The patient¿s parent took him to the emergency room (ER). At the ER, the patient¿s cgm was reading 145 mg/dl and the bg meter was reading 406mg/dl. The patient was diagnosed with diabetic ketoacidosis and was treated with unspecified IV fluids and insulin. The patient was still in the ER at the time of the report. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.